Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, there was a wire that broke in the wrist of a mega suturecut needle driver instrument and made the instrument unable to be used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.